Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was observed with high impedance measurements during the implant procedure. The physician decided to use the lead since there were stable thresholds and sensing. The lead remains in use. No patient complications have been reported as a result of this event.